Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger; product ID 3550-09, lot# lc3722, implanted: (B)(6) 2005, product type: accessory; product ID 3487a-33, lot# j0511677v, implanted: (B)(6) 2005, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the implantable neurostimulator (ins) pulled out of overdischarge twice while she was living in wisconsin. It was reported the patient had not used the ins in about a year because she had to charge every other day due to the programming settings. Thus, per the patient, this was the third overdischarge. It was reported the manufacturer representative could not interrogate the device. It was reported the physician would likely implant another system (surescan). Additional information has been requested, but it was not available as of the date of this report. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the battery was depleted due to the patient not charging it on a consistent basis. A slow charge physician mode recharge (pmr) was attempted, but was unsuccessful. No symptoms were reported. It was noted the patient wanted to battery replaced, but had not made any attempts to schedule the procedure. The patient was reportedly doing well with no issues. A follow up report will be sent with any additional information received